Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2012. The reason for the revision is unknown. No further information has been provided to date.

Manufacturer narrative:
Information regarding this event was limited to product identification and surgery dates. This medwatch is being submitted to report the revision event with the limited information available. Should information related to event details be received, the information will be forwarded to the FDA via additional medwatch report(s). The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.